Event description:
Complaint was received in a batch report from the distributor (log #82695). No other information was provided. Caller alleges that tests showed a false negative hcg results using the consult diagnostics hcg urine cassette test.

Manufacturer narrative:
Customer did not provide a lot number unable to perform further investigation due to insufficient event details. Review of hcg false negative complaints over the last year indicates trend has been level. This issue will be tracked and trended.